Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# va0swgv011, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-feb-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that he met with a manufacturer¿s representative (rep) last week to get his ins adjusted and the rep adjusted the ins as best as he could, but the patient was still in so much pain. The patient reported that it felt like he didn't even have the ins. The patient said prior to the ins his pain was at an 8 and with the ins, pain went to down a 3 and was back to where it was. The patient reported that the rep said that there was something wrong with the left side lead wire. The patient reported that the rep said the lead wasn't working properly like it used to and when the rep went to adjust stimulation it went all the way around his stomach, so the rep had to ¿back off¿ stimulation and it went away but now the stimulation was going part way around his stomach again. The patient also reported that the ins used to last him a whole week before he had to charge it and now he had to charge every 2.5 days. The patient reported that he was calling to see why this was happening. The patient reported that he just charged the ins sunday evening but at 1 am on (B)(6) 2019 the battery went dead. The patient reported that now the battery was taking 6-8 hours to charge and said within an hour and half the battery was depleted down to 25%. The patient also reported that the ins battery overheats sometimes and shuts itself off. The patient was recently reprogrammed or switched to a new group. The patient charged his ins to full and gets 8 coupling bars. No further complications were reported.